Manufacturer narrative:
(B)(4). Report source, foreign - event occurred in (B)(6). The investigation is ongoing. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that during surgery, it was detected that the inner sterile pouch was damaged and opened, and the cement was spread.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. The device was not returned to the manufacturer. Therefore it could not be analyzed. The investigation is ongoing. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It has been reported that during surgery, the inner sterile pouch was damaged and opened, and the cement was spread.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. H7 - corrective action has been initiated for the reported issue. Complaint sample was evaluated and the reported event was confirmed. Evaluation of returned device found that the sealing was opened. The device manufacturing quality record indicates that the released product met all requirements to perform as intended. According to available data, the most probable root cause is due to packaging issue (sealing process). Corrective action has been initiated to address reported issue. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that during surgery, it was detected that the inner sterile pouch was damaged and opened, and the cement was spread.